Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the manufacturer representative (rep) reporting that the rep saw the patient on (B)(6) 2017 and assessed that the patient had a lot of edema/fluid in the pocking that would resolve in a few weeks. The rep reported that the edema could potentially interfere with charging. The rep reported that the patient was charging correctly, and that the patient charges daily when sleeping, so the antenna potentially moves and loses connection while charging. The rep reported that coupling bars fluctuated from 6 to 2. The rep reported that the battery level was not falling below 50% in 1-2 days as the patient had been charging daily. The rep noted that the patient's settings were interleaved with 2.8v and 4v. The rep reported that the battery was charging but slower potentially due to the edema in the patient's chest. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The ins was implanted for an off-label use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for tourette's syndrome. It was reported that the patient had their devices implanted the day prior. The patient attempted charging that day for 3 hours, and another 2 hours that morning. The patient indicated that the charge level on the ins has not changed. The patient also indicated they were getting 8 coupling bars. It was stated that the patient is always anxious and rushing. No further complications were reported or anticipated. Additional information was received from the patient reporting that their left side ins was only charging to (B)(4). The patient reported that their left ins uses more voltage and was set to higher settings. The patient reported that their right ins was only going up to (B)(4). The patient reported that when meeting with their healthcare provider (hcp) and the rep, they checked the ins and reported that everything was fine. The patient reported charging for over an hour and since the patient got the ins devices, they used over 1/2 the power on the recharger. The patient reported getting 8 coupling bars. The patient reported that since the ins's have been implanted, the battery has not moved or dropped (B)(4). The patient reported that normally, their previous ins would be down (B)(4) in the same time. The patient confirmed that the ins was showing up as recharging on the recharger screen. The patient reported that when meeting with the rep and hcp yesterday, it was discovered that the patient had "edema fluid" from the replacement surgery, and the patient was not sure if that was the cause for the ins's not fully charging. No further patient complications have been reported as a result of this event.